Manufacturer narrative:
The hillrom technician found the damaged power cord needed to be replaced. Per the hillrom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Examine the power cords and plugs for cuts, nicks, breaks, frays and for correct grounding. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in (B)(6) 2021. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the damaged power cord to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the bed power cord had smoking and smelled electric burning. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).